Event description:
It was reported that the balloon ruptured. The 85% stenosed, 32mmx3.0mm, target lesion was located in the moderately tortuous and calcified left anterior descending artery. A stingray lp balloon catheter was selected for use. During the procedure, the physician found the balloon cone was burst upon third inflation at 4 atmospheres for about 5 seconds. The balloon was pulled out while deflating the balloon as much as possible and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of stingray lp balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure; however, a slow leak was detected, and the device was found to have a pinhole puncture in the guidewire lumen 27mm from the tip of the device. The damage found is likely caused from an interaction with a guidewire.

Event description:
It was reported that the balloon ruptured. The 85% stenosed, 32mmx3.0mm, target lesion was located in the moderately tortuous and calcified left anterior descending artery. A stingray lp balloon catheter was selected for use. During the procedure, the physician found the balloon cone was burst upon third inflation at 4 atmospheres for about 5 seconds. The balloon was pulled out while deflating the balloon as much as possible and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.